Manufacturer narrative:
Visual inspection under 30x magnification indicates the lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead indicates "j" stiffener wire is fractured 39mm and 64mm proximal of electrode tip. The proximal section of "j" stiffener wire measures 54mm and has migrated down lead body 43mm proximal of electrode tip. It appears that the entire "j" stiffener wire was received with recorded measurements adding up to 118mm.

Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion.